Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6) 2010 and obtained/verified the following information. The patient informed the mss that his tested frequency is 2-3 times per day before a meal and manages his diabetes with insulin (1.2 units of victoza). The patient reported the alleged issue began on (B)(6) 2010 at 8:00pm. The patient reported blood glucose results of "365 mg/dl" with the subject and "83 mg/dl" on another meter (hospital meter), performed greater than 30 minutes of each other; which he confirmed does not fall within his specified blood glucose range of "121-160 mg/dl". At the time of the alleged issue, the patient denied taking any action regarding his diabetes management regimen. An hour before the alleged issue began, the patient confirmed he was experiencing shortness of breath and chest and arm pains; which his health care professional (hcp) informed him they could have been related to his diabetes and heart problems. The patient informed the mss, 3-4 hours before he obtained the reading of "365 mg/dl" his reading was normal (unknown result) and he did not make any changes to his diabetes management regimen at that time. The patient confirmed after obtaining the reading of "365 mg/dl", he was still experiencing the same symptoms; however did not take any action, until he was brought to the emergency room at around midnight. At the time of the ER, the patient confirmed he was tested by the ER/hospital meter with a reading of "83 mg/dl", and an hour later a reading of "62 mg/dl". Due to the reading of "62 mg/dl", the patient stated he was given a small sandwich and apple sauce to eat. About 15-20 minutes later, the patient claimed he felt better and was released from the ER on (B)(6) 2010 at 2:00am. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained an alleged high reading and reportedly received treatment from an hcp after the alleged the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/20/2010. The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding four (4) glucose (gluc) patient results did not match when ran on duplicate mode that were generated by the unicel dxc 800 pro synchron chemistry analyzer. A rerun of the original sample was performed on the same instrument prior to reporting the result. No erroneous results were reported out of the laboratory. The results, provided by the customer. Patient treatment was not affected in this event.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k061118.